Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. A 3rd party implant was returned. No further investigation will be conducted for the 3rd party implant. No pre-existing conditions were noted on the per. The reported device was located on tooth #46 and was used for approximately 1 year. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19). Information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number (1234542). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1234542) for similar event and no other complaint was identified. Review completed utilizing keywords: 'fracture'. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that implant fractured at the collar of the implant and was removed. Doctor also reported bone loss. Discomfort, pain, soreness and wound dehiscence were reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k013227.